Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2014-00295 and 00296) submitted for devices related to the same event.

Event description:
This event involved a patient 5 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries were removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. (B)(4) passed all functional testing. The most likely root cause of the reported event is a faulty cell pair belonging to (B)(4). This is one of two reports (3007042319-2014-00295 and 00296) submitted for devices related to the same event.